Event description:
It was reported the patient had been on a heart monitor a week before christmas and indicated they were shaking while they had the monitor on. It was noted it went away when the device was taken away. There was trouble getting a reading from the heart monitor so the patient turned their device off to get readings. It was noted the patient was not shaking at the time of report and that the patient had an appointment to get adjusted. It was also noted the patient's legs have been 'heavy' since implant. The patient was adjusted two months prior and it relieved the heaviness in their legs but approximately four weeks prior it came back. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3389s-40, lot# v494243, implanted: (B)(6) 2011, product type lead; product ID 3389s-40, lot# v494243, implanted: (B)(6) 2011, product type lead; product ID 3389s-40, lot# v494243, implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a history of false alarms with his stimulation system. It was stated that the patient "said this were wrong in order to get attention". During the last programming session, the patient stated he needed help, but then cancelled the appointment. It was stated that there had been "several" complaints about the patient. It was noted that "psychologically" there was believed to be a problem. No further information was provided. Refer to manufacturer report #3004209178-2013-00818. The patient has two devices and it was unclear with device pertained to the event.